Event description:
Hemodialysis technician developed excessive dryness and cracking of skin particularly around joints. She was seen by employee health and given a prescription for steroid cream to be used at bedtime with cotton gloves. There has been improvement with this treatment.

Manufacturer narrative:
The complaint has been forwarded to the mfg plant for investigation. A f/u report will be filed when the investigation is completed.